Manufacturer narrative:
Based on the test results, the returned needle samples were found to have the correct geometry and appropriate sandblasting treatment. The defect reported could not be reproduced during internal testing. There is no evidence of product quality issues based on the returned sample analysis.

Manufacturer narrative:
Due to the unavailability of batch information, it was not possible to perform the analysis of archived samples. No samples available for the suspect of devices. Scar (B)(4) was initiated at the manufacturing site to track the investigation and application of corrective actions associated with the event. Corrective actions include optimization of sandblasting process and equipment, increase inspection sampling frequency, and update engineering drawings to clarify sandblasting requirements. Corrective actions were verified by inspection of 3 batches produced after improvement implementation.

Event description:
The customer reported that reuben from adult ed visited this morning to raise a potential safety concern regarding the blunt needle associated with order #(B)(4). According to the ed team, when inserting the blunt needle into the vial (as shown in the attached image), the needle punctures the vial's cap and pulls a piece of the lid into the syringe. The small black dot seen in the specimen cup is the piece being drawn in during use. The team suspects the issue may be related to the bevel design of the needle tip. They noted that this needle is significantly blunter compared to the regular 18g needles they typically use, which have a more bevelled tip. It was further mentioned that the longer versions of this needle are still in use without issue. However, once the shorter-length needles ran out, this substitute product was introduced, and the issue has only now been identified.